Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The manufacture device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. (B)(4).

Event description:
The customer reported that during an emergency case the pump would not zero. Pt went to surgery and finally able to zero pump after coronary artery bypass graft. The customer does not attribute the pt's death to the iabp and stated that pt was not on the balloon pump at the time of expiration.